Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a recurring issue with the measuring cells on the cobas e 411 immunoassay analyzer. Just before the most recent changing of the measuring cells, qc results were not acceptable. Qc results would then be acceptable after performing the liquid flow patch cleaning (lfpc) maintenance activity. The customer provided questionable elecsys troponin t hs (tnths) assay results for 2 patient samples. Patient 1 initial tnths result was 3.00 pg/ml, with a data flag. The repeat result was 12.15 pg/ml. Patient 2 initial tnths result was 3.00 pg/ml, with a data flag. The repeat result was 11.83 pg/ml. The erroneous results were released outside of the laboratory. There is no allegation of an adverse event. The tnths reagent lot was 295258 with an expiration date that was not provided. The field engineering specialist has replaced a lot of tubing. He has checked the fluidic system. He has replaced the stainless steel tube of the cell block, pinch valves with newer models, and cleaned the system with bleach. Qc testing has been performed for all installed tests. Performance and precision testing has been performed. The investigation is currently ongoing.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.